Event description:
Hamilton medical ag received the following event description: "bio-med stated: the ventilator will not calibrate flow sensor or pass tightness check in standby mode (display disconnect patient when there is nothing attached to block the wye and also flow sensor calibration will not ask to turn the flow sensor upon starting the calibration test). During zero & full- scale calibration ppat will not zero down on the potentiometer and clicking noise is heard during adjustment."

Manufacturer narrative:
Bio-medical decided to complete the repairs, the replacement part is pending (servo module). Currently we have been waiting on ventilator log files from bio-medical.

Event description:
Hamilton medical ag received the following event description: "bio-med stated: the ventilator will not calibrate flow sensor or pass tightens check in standby mode (display disconnect patient when there is nothing attached to block the wye and also flow sensor calibration will not ask to turn the flow sensor upon starting the calibration test). During zero & full- scale calibration ppat will not zero down on the potentiometer and clicking noise is heard during adjustment."

Manufacturer narrative:
Bio-medical decided to complete the repairs, the replacement part is pending (servo module). Currently we have been waiting on ventilator log files from bio-medical. Additional information added in follow-up #1 (B)(4). Field updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the servo module g5 (inspiratory valve), the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the servo module g5 (inspiratory valve) could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.